Event description:
It was reported that the customer believes the insulin pump is under delivering insulin, which caused to raise the blood glucose level. The customer mentioned that it sometimes smells insulin in the reservoir compartment, but she has not felt any moisture. The programming and the time on the device were correct. The alarm history was reviewed and found several no delivery alarms and a low reservoir alarm. The displacement test was performed and passed. Advised to change the reservoir and call back if the issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.